Event description:
It was reported that the in the system controller broke after inserting the emergency backup battery (ebb). It was said another system controller had to be in use and that the ebb was unable to be retrieved. The patient was said to be unknown.

Manufacturer narrative:
A. Patient information not provided no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.